Event description:
It was reported by a foreign user facility that one (1) patient sustained burns and scabbing following treatment with a lumenis m22 laser ipl handpiece.

Manufacturer narrative:
Lumenis regional offices contacted the user facility directly to investigate the reported event. Patient photographs, treatment settings and patient preexisting conditions were requested from the facility. A patient photograph was provided. A review of subject device service records found the subject device had been examined on (B)(4) 2014 for preventive maintenance service. A lumenis technical engineer found the device operating to manufacturer's specifications. Additionally, a subsequent record reporting pitting of ipl lightguide filters was recorded. The lumenis engineer concluded the lightguide filters should be replaced. Lightguide filters are consumable accessories to the subject device treatment head. Following a review of the patient photograph by lumenis clinical subject matter expert, the expert concluded, "the reported ae is very likely a consequence of device operator's failure to maintain the integrity of the system components as per instructions. Per operator manual, the filters should be inspected [and] thoroughly cleansed prior to any treatment. In addition per manual, in close proximity to bony structures fluence should be reduced by at least 1-2 j/cm2." The expert concluded the sequela would likely result in pigment changes. A review of subject device labeling found the following caution regarding inspection of lightguides prior to use: "inspect the treatment head, lightguides and filters for damage and/or contamination before use." Additionally subject device labeling states, "keep the lightguide clean from dust since any particles or dirt on the tips of the lightguide will get hot due to absorption of light and can cause epidermal injury and increase patient discomfort."